Event description:
(B)(4). I had essure implanted (B)(6) 2009, my ref# ((B)(4)), lot#(628432). Every since I had complications severe pelvic pain, sharp side pain, lower back pain, weight gain, severe headaches that I'm now on medicine for, I now have high blood pressure which I'm on medicine for, dizziness, menstrual heavy bleeding, blood clots.